Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and which was treated with injection and then blood glucose went down to 460 mg/dl. The customer stated that, the blood glucose have been high and which is 360 mg/dl to 552 mg/dl. The customer performed troubleshooting four times today and stated that piston working on pump. Customer declined to troubleshoot for high blood glucose. The customer was also stated that, the piston was not working and it is not pushing insulin. The insulin pump will be returned for analysis.